Event description:
It was reported that two consecutive set screws cross-threaded and then stripped, and could not be inserted into the pedicle screw. The third setscrew was inserted without difficulty. There were no reported pt complications.

Manufacturer narrative:
(B)(4). A review of the device history records for this device was not possible without additional device info. Neither the device nor films of applicable imaging studies were returned to the MFR for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.